Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis that was manifested by abdominal pain and cloudy fluid. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized for the peritonitis event. The patient was treated with ceftriaxone injection (1gm, every day, ongoing, route not reported) for the event. At the time of this report, the patient has recovered from the peritonitis event and remained hospitalized for another indication. Pd therapy was ongoing. No additional information is available.